Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
Siemens was informed on (B)(4) 2012 that several therapists witnessed a multileaf collimator (mlc) error and mlc failure that occurred during lpo-160 imrt. Reportedly, when lao-60 and lao-30 was resumed buzzing noises were noticed during 6x imrt however, treatment was completed. All was quiet when the therapists entered the room. The buzzing noise returned when the gantry was rotating to zero (0). Witnesses observed both banks and all leaves shaking and moving about 2-3 mm. The console was reset, mlc interlocks reasserted and the shaking stopped. In-house engineering confirmed that d29 was unreachable. The interlocks cleared after multiple resets and power cycling. The mlc was recalibrated, the system passed qa tests and patient treatments continued. There is no report of injury to a patient.